Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: device name#delta v-40 ceramic head 36/-5 ; cat#6570-0-036 ; lot#15010255 device name# 21mm mod rev hip body/bolt stdcomponent level 9006-1-021; cat# 6276-1-021; lot#97902401. Device name#tridentii tritanium cluster48d ; cat#702-04-48d ; lot# 17648151a. Device name#6.5mm low profile hex screw 25mm ; cat# 7030-6525; lot#gpfa1. Device name#restoration modular hip system ; cat#6276-7-416 ; lot#cax092182c. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : device not returned.

Event description:
Performed an I&d of a left hip due to infection. He did a head and liner exchange.